Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography surgery, the knife wire fell off inside the patient and was retrieved. The procedure was completed with a similar device without reports of patient harm.

Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this was found to be a duplicate of an event already reported in manufacturer report number 9614641-2024-01959 (patient identifier (B)(6) ). Refer to that report for all relevant information on the event.